Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x20, 40cm gladiator¿ balloon catheter was advanced for dilatation. However, during the procedure, the balloon would not hold inflation and it was believed that the balloon had a pinhole. The procedure was completed with another 6.0 x20, 40cm gladiator¿ balloon catheter. No patient complications were reported.